Event description:
It was reported that when using the bd pyxis¿ medbank tower user was attempted to issue a medication; however, when they selected the issue button, no action occurred and the medication was not dispensed. As a result, user was unable to issue medications from the device. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that drawer was failed to open. The technical support specialist (tss) enabled the drawers remotely and verified normal drawer operation was restored afterward. The system functioned as intended after the technical support specialist (tss) resolved the issue.